Event description:
During surgery for a right shoulder arthroscopy for repair of the supraspinatus subscapularis biceps tenodesis, the serfas wand was operating on it's own without the surgeon pushing the button. The pedal was not near the surgeon. The wand was not near the patient.======================manufacturer response for serfas cauterizing wand, serfas energy 90-s 3.5 mm cauterizing wand (per site reporter).======================requested the unit be returned to them. We have not returned it to them at this time.